Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).

Event description:
Customer reported the black monitor went black during a case. No pt injury was reported.